Event description:
It was reported that, "during the removal of the gall bladder, the "l" hook surgical lap electrode was laying on the patient's abdomen, while the doctor was working in the surgical site with a different electrosurgical instrument. When the surgeon activated one device, the "l" hook activated and caused a very small burn on the patient's abdomen. It was treated with bacitracin ointment.